Event description:
It was reported the patient's device was replaced due to an overdischarge. On (B)(6) 2010, it was reported the patient's device was overdischarged. On (B)(6) 2011, the patient's device was replaced. During replacement, it was discovered that, because the placement of the device and the patient's body type, recharging would have been "near impossible." The patient recovered from the replacement surgery without sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to manufacturer employee. The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.